Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: robinson, y., tschoke, s.k., stahel, p.f., kayser, r., and heyde, c.e. (2008). Patient safety in surgery, vol 2:2. This report is for an unknown uss with unknown part and lot numbers. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This report is being filed after the subsequent review of the following journal article: robinson, y., tschoke, s.k., stahel, p.f., kayser, r., and heyde, c.e. (2008). Patient safety in surgery, vol 2:2. This was retrospective review of a study for kyphoplasty involving non-synthes devices and the uss system performed between january 2004 and june 2006. The study population included a total of 102 patients (82 females and 20 males) with a mean age of 69. Patients were treated for osteoporotic vertebral compression fractures with a percutaneous balloon and cement, both non-synthes devices. Five cases also had additional stabilization with universal spine system. Patients had postoperative follow ups at 6 weeks, 12 weeks, and 6 months. Radiology imaging was taken on unknown dates, pre-op, intra-op and post-op (images included in article). The complications included in the article do not specify if the patients had the uss system implanted. Therefore, all complications will be reported. Complications associated to the non-synthes devices, balloon and cement, will not be reported. Complications for an unknown uss construct: (B)(6) male: postoperative incomplete paraplegia sub t8 with MRI confirmation of epidural abscess and spondylitis, treated with decompression and instrumentation and corpectomy with removal of cement and implantation of expandable titanium cage and bone graft also. Incomplete paraplegia sub l2 remained. This is report #4 of #4 for (B)(4). This report is for an unknown uss with an unknown part number, lot number and quantity.